Manufacturer narrative:
Results of eval: conclusion: based on the inquiry info and the visual examination it was concluded that the reported incident may have been due to a defective component. Comments-co strives to understand each incident as it occurs in order to continuously improve products.

Event description:
The device was used during a ceserean section procedure. The staples from the device from the stapler came out of the jaws crooked and hung up on one side. It was unknown if the staples were hanging up in tissue or jaw of the device. There was no consequence to the pt.